Event description:
It was reported that the patient underwent an initial knee surgery. Subsequently, the patient was experiencing pain and underwent a revision approximately 10 years post-op. The surgeon discovered metallosis and hinge poly box wear. The hinge pin was cold welded in and could not be removed so the surgeon had to midas the side of a 10mm distal augment to gain access to exchange the hinge and poly. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: unknown - unknown articular surface - unknown. Unknown - unknown tibial component - unknown. Unknown - unknown patella - unknown. H6: mechanical (g04) - femur. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.